Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when removing the suspect device from the insulin pen, it wasn't disconnected properly and the nurse stuck herself.

Manufacturer narrative:
Result - sample was not returned for evaluation. The reported lot 6061902 was manufactured between 16 april 2016 and 20 april 2016. A review of the device history record was carried out. The calibrated critical process settings were reviewed and no issues were observed. Operator process inspections were reviewed and no issues were observed. Qa in process inspections were reviewed and no issues were observed. Final inspections were reviewed and no issues were found. A review of the corrective maintenance records was performed and there were no corrective maintenance carried out during this time frame that could contribute to this defect mode. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no samples or photos were returned for analysis. An absolute root cause cannot be determined.